Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set had blockage at site on 13-may-2024. The blood glucose level was displayed high and was managed by bolus. No further information available.